Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received and erroneous result for one patient sample tested with coaguchek xs meter serial number (B)(4). A sample from the patient was tested on the meter using test strip lot number 31404712, resulting with a value of 6.0 inr. Within 10 minutes, a sample from the patient was tested on the meter using test strip lot number 33046112, resulting with a value of 4.8 inr. Within 10 minutes, a sample from the patient was also tested in the laboratory using the thromborel s. Method, resulting as 4.0 inr. No adverse events were alleged to have occurred with the patient. There were no actions taken based on the meter results. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's warfarin dose has been consistent.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.